Event description:
It was reported that left hip revision surgery was performed due to metallosis and pseudotumor.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to metallosis and pseudotumour. During the revision the bhr head was removed, the bhr cup remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. Metal ion levels from labcorp on (B)(6) 2017 pre revision surgery are chromium 39.7 ng/ml and cobalt 75.1 ng/ml. The revision intra-operative notes documented; "we were able to visualize a large fluid collection within a pseudotumour posteriorly, which we could see on MRI preoperatively." Approximately 500 ml of clear pseudotumour type fluid was then removed. It was reported "there was no evidence of metallosis or corrosion in the cup" and it was decided to not remove it. The clinical information provided is consistent with reactions from metal debris. However, the source cannot be confirmed. Additionally, the explanted device was not returned for evaluation and it cannot be concluded that the reported clinical reactions are associated with a mal-performance of the implant. It was also noted that use of a competitor's dual mobility liner (biomet), femoral head (biolox) and femoral stem (depuy) devices were implanted with the bhr cup at the time of revision. This activity was performed contrary to the instructions for use of for bhr implants which states under its important medical information, "do not mix components from other manufacturers." Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.